Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient was hospitalized for hyperglycemia and borderline dka (diabetic ketoacidosis). The patient had ketones of 4. The patient was admitted to the hospital on (B)(6) 2016 with an overnight stay. When patient went to hospital, his bg (blood glucose) was at 475 mg/dl. Patient's symptoms were hunger, pain, lethargic, and dehydration. Patient was given an IV and insulin drip. Pod was worn between 36 and 48 hours.